Manufacturer narrative:
Initial and final MDR (B)(4).

Event description:
Reference number (B)(4). Event occurred in the united states. It was reported that, the patient faced issue of infusion set tubing detached from connector between 11-jun-2024 to 16-jul-2024. The set was detached after being in use for 1-2 days.the issue was resolved by replacing infusion set and resuming insulin. No further information available